Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7120181.

Event description:
It was reported that the patient was experiencing decrease in strength and motor function of the legs. It was unknown if the issue was device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device was kept by the facility.